Event description:
During a pulsed field ablation procedure, there was a procedural delay. All the icons on the current generator were green, but on the ensite gui, the current generator icon was flashing green/orange and not maintaining a connection. A full reboot with the proper sequences was attempted 2 more times. First with everything unattached to the current generator except for the fiber optic cable with no resolution. A different power outlet, three different fiber optic cables, and a reboot with the proper sequence was attempted 2 more times again with different power outlets each time. On the final try, the volt catheter was connected to see if it would work in a standalone procedure. The current generator and ensite x dws were both rebooted a minimum of 2 times each. The power cables were seated in the generator and made a solid green connection on ensite. After having a solid green connection on ensite, the catheter could not be visualized in any of the ports. After further troubleshooting, it is alleged that the preset with the volt catheter caused the visualization issue. The procedure was able to be completed using a standalone approach, and there was no touchup required to the post map. After the case, a new study was opened with no presets on the generator which made a solid green connection to ensite.